Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2003 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the device manufacturer representative indicated that cause of the incomplete telemetry was unable to be determined. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (unknown d ose and concentration) via an implantable pump for intractable spasticity. It was reported that when they tried interrogating the patient's pump, the telemetry would reach 76% and stop. They tried many times with the same issue occurring. The patient was in an electric wheelchair with a large battery near where the pump was. Troubleshooting was reviewed. The rep would attempt telemetry again with the patient's wheelchair turned off and call back if they were still unsuccessful. No symptoms or patient complications reported. The rep called back and stated that they took the patient out of their electric wheelchair and put them on a bed. They then removed the electric wheelchair from the room and attempted to interrogate the pump again. It still was only able to get to 76%, then once it reached 76%, the hcp stated they felt the pump vibrate twice. The rep attempted to interrogate the pump with their tablet and it was only able to get to 76% as well. The rep confirmed that the pump was in the correct orientation, that they were attempting to interrogate the pump opposite of the catheter access port (cap), and that the pump was not implanted too deep. The rep stated that both tablets were on software version 1.1.300. The rep was assisted in updating both tablets, which did not resolve the issue. The rep was advised to do an x-ray of the pump to confirm if the pump flipped. The rep wanted to add that they were able to successfully interrogate a different patient's pump during this call, indicating that nothing was wrong with the tablet/communicator. The rep called back and stated they were still unable to complete telemetry from this pump. They have used multiple tablets and an 8840 programmer. The rep stated they checked the pump position via x-ray and it was not flipped. The rep stated they moved the patient to a bed to get the best position over the pump and were unsuccessful. Additional information received from a healthcare provider via a manufacture representative reported the pump was replaced but the hcp did not want the pump returned.